Event description:
Supplement report being submitted due to the completion of the lab evaluation on 21-jun-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User released the stent but found out the position is not ideal, then retracted the stent into delivery system and adjust the releasing position then released the stent again , but found out the stent cannot be released as expected, user felt there was something stuck in delivery system. User retracted the delivery system and stent from patient and found out the distal end of stent damaged, and there is kink detected close to stent. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-8-b device of lot number c1843065 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 21st jun 2023. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Protective tubing returned. Safety wire in place on return, red shuttle at 4th dimple, directional button in neutral position, flexor break observed approx. 16cm from white tip, flexor kink observed approx. 125.5cm from white tip. Ruler used: ipe 0504-4 functional inspection: handle actuating with slight resistance from deployment and recapture, unable to deploy stent, unable to remove safety wire. Images were provided with the complaint showing the flexor break noted in the lab evaluation as well as the product label. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy. As noted in the lab evaluation and described in the customer testimony, the flexor/outer catheter was kinked and broken upon return. It is possible that during deployment, a tortuous path may have caused a kink in the flexor and continued attempts to deploy may have led to a build-up of pressure at the kink resulting in the flexor breaking. This break could have subsequently contributed to the stent deployment difficulty described by the customer testimony. Additionally a possible root cause could be attributed to the position of the elevator, it¿s possible that the flexor got pinched by the elevator creating a weak point and breaking on deployment. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-oct-2023.